Event description:
Per the clinic, the patient experienced performance and sound quality decrement with implanted device. Reprogramming attempt were made, but the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Event description:
Correction: the initial MDR [6000034-2026-01623] submitted on april 30, 2026 regarding section b6 itrb result was filed incorrectly. The information in section b6 for itrb result has been updated to reflect on device malfunction.